Event description:
The facility reports as the patient was being lifted from the bath and turned, the chair because detached from the hoist and the pt fell to the floor. The pt suffered injuries to the head and cuts to the ear and lower back.